Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell two of four of peritoneal dialysis therapy. The patient was connected. Troubleshooting determine the patient had not checked to see if patient line of the cassette was primed properly prior to connecting for therapy. The technical service representative assisted in clearing the alarm and in ending therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient connected to the patient line of the cassette without checking to see if the line was properly primed, which is a known cause of this alarm. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.